Event description:
Staff noted low battery alert notification for foot pedal on nexus bone scalpel device. Foot pedal battery was replaced two times and would not pair with device. This foot pedal was removed from service and replaced with another causing a delay in start of case.